Manufacturer narrative:
The investigation was carried out based on the available information including the electronic log file of the fabius anesthesia workstation. The affected fabius was checked by a draeger service technician after the reported event. The electronic log file was downloaded and the machine was tested according to draeger specification without findings. Further analysis confirmed that a chain of use errors was the root cause for the reported deterioration of the patient status. The first use error was that they had not positioned the switch according to the port the patient was connected to. As a result the fresh-gas was not routed to the patient but to the auxiliary common gas outlet (acgo). The functionality of that switch is described in the instructions for use. In case no fresh gas is routed to the patient, the inspired o2-concentration will continuously decrease and so will spo2. The involved fabius is equipped with an integrated o2 monitoring. The drop of inspired o2 could be confirmed by means of the electronic log file. Depending on the alarm limits adjusted by the user, the machine will generate a corresponding audible and visible insp o2 low !!! Alarm. This alarm is of high priority, it can¿t be turned off and lowest possible setting is 18%. On 1:58am the fabius detected that the inspired o2-concentration even fell below 10%. Values below 10% are outside the specified range and will result in an additional o2 sensor fail ! Alarm. In addition the user reportedly noticed that the spo2 dropped to 60%. The second use error was that despite two clear indicators (insp o2 low !!! Alarm and low spo2), the users did not react appropriately, for example by disconnecting the patient to ventilate him/her manually. The investigation has not revealed a device failure. The fabius operated as specified at any time and delivered fresh gas to the acgo as selected by the user at the very beginning of the case. However, as part of our continued market and product monitoring we had become aware of information suggesting that the use of the acgo at anesthesia workstations of different manufacturers was not performed as described in the instructions for use of the relevant manufacturer, and not according to published safety guidelines (pre-use checklist) from various anesthesia societies. Due to the identified ¿lack of training/education¿ draeger decided to publish a field safety notice already in 2017, explaining again in detail the working principle of rebreathing systems, the correct use of the auxiliary common gas outlet (acgo) as well as the importance to follow the IFU and the published safety guidelines - especially in regard to monitoring requirements during anesthetic procedures. We have confirmation of receipt that field safety notice was handed over to (B)(6) in (B)(6) 2017.

Event description:
It was reported that the status of a patient under general anesthesia worsened to a point that resuscitation was required. After successfully doing so the patient still had low oxygen saturation level. The users became aware at that stage that fresh gas was delivered to the external outlet instead to the patient. After putting the dedicated switch into the correct position the spo2 value quickly went back to normal.reportedly, no consequences to the patient's state of health have occurred.